Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The customer later confirmed that the battery installed in their device had a manufacture date of 07/27/2017 with an expiration of (B)(4) 2023. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on with a new battery installed. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.